Event description:
It was reported that an asymptomatic pt had a device that had displayed loss of capture. Loss of capture was detected on a nonsustained lead noise episodes. Reprogramming was planned.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.